Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated a prism analyzer generated (B)(6) results for one patient sample. The analyzer generated an initial result of (B)(6). Confirmation testing is pending. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.